Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000366280 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 silicone partially detached from the jaws. Nothing was detached from the device. The componentes were still intact on both incidents. Device activated normally when button was pressed, and power was set to 3. A new device was used to complete the procedure. There was no procedural delay. No additional incisions required. Patient harm was not reported as the problem was recognized early and removed the device promptly. Photo provided by complainant shows evidence of blood on the jaws. The silicone appears to partially lifted from the jaw.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text: device discarded.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4 : from (B)(4) to (B)(4).